Event description:
An pt was admitted with bronchiolitis. IV access attempted. Patient was stuck 9 times without success. One IV catheter sheared when nurse attempted to prick their skin. B. Braun sales representative notified and visited 5 days later and took sheared catheter with him for product evaluation. The sales representative mentioned that the original product had changed somewhat without notification to users. They provided a limited supply of old product. No results on product evaluation from sheared IV catheter.